Event description:
The pt was implanted with vented electric lvad in 2001. In 2002, the physician reported to the manufacturer that the day before a pt of his on a stroke volume limiter (svl) felt weak while on the device. The physician reported that the diaphragm was moving in at an angle. The pt was switched to a back up svl and there was no injury to pt.